Event description:
Ed manager reported that the hemaprompt fg screening test kits are dried out and not usable. They are given to a patient to do a fecal and gastric occult blood screen.

Event description:
Ed manager reported that the hemaprompt fg screening test kits are dried out and not usable. They are given to a patient to do a fecal and gastric occult blood screen.